Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device and resected tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.